Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e3. Corrected field: h6 (medical device, problem code). The unit was repaired by third-party. No further information about repair is available. If further info is received, the investigation will be reopened and updated accordingly.

Event description:
N/a,

Manufacturer narrative:
Due to character limitation of e1(event site address): (B)(6).

Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) the alarm power supply pressure was low. No harm reported.